Event description:
A report was received that a pt had a 1mm opening at her ipg pocket site. The pt reported feeling irritation and an itching sensation. The pt's physician relocated the pocket site to a different location and the pt is reportedly doing well.

Manufacturer narrative:
This is the final report.